Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing. Hmag reference number: fsca-2026-05-03 FDA reference: res 99028.

Event description:
It was reported to hamilton medical ag, that: on april 27, 2026, the hamilton-t1 ventilator (pn 161006 / sn (B)(6) and the breathing circuit set (pn 260127 / ln 203455) experienced an exhalation obstruction alarm. The patient was not harmed. Patient involvement was reported with medical intervention (replacement of the exhalation valve) was reported. However, no patient, user or third-party harm was reported.